Event description:
It was reported that the patient was experiencing discomfort at the implantable pulse generator (ipg) site as well as inadequate stimulation. It was also stated that the patient was having difficulty charging the ipg despite charging re-education and troubleshooting attempted. The patient underwent a procedure wherein a lead was added and the ipg was replaced and repositioned. The patient was doing well postoperatively and the explanted ipg was retained by the medical facility and will not be returned.